Manufacturer narrative:
Occupation: health professional (hpro) additional info. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreaticoduodenectomy, when they were ready to insert into the abdomen, the balloon did not inflate. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when they were ready to insert into the abdomen, the balloon did not inflate. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.